Event description:
Event description cpi received information that this transvenous defibrillation lead was delivering inappropriate shocks and they were seeing noise on the shocking egrams. Lead replaced.